Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. During the procedure, it was noted that after implanting the left ventricular (lv) lead, the lead exhibited three dislodgements. The lead was not used and the device's port was plugged. The patient was in stable condition.